Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a comprehensive humeral head was found in recap femoral head packaging.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed that the lot number on the product inside the packaging does not match the lot number on the label. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause of the reported event is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.